Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged front response button, causing fault. The root cause of the damaged dome was physical abuse. There was no adverse event that resulted from the damaged monitor.